Event description:
The consumer stated that several tampons came apart upon removal and tampon pieces remained inside of her. She visited her doctor on (B)(6) 2013 and he retrieved a piece of the tampon. She was diagnosed with a yeast infection and prescribed fluconazole and clindamycin.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on (B)(4) 2013 and evaluation is planned.